Event description:
The customer reported that the stenoscop system would not capture the image and the c-arm brake would not work. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.